Manufacturer narrative:
A medtronic representative inspected the imaging system on-site and could not duplicate the issue. The system performed as intended. The imaging system passed the system checkout and was found to be fully functional. The system logs were reviewed and there was no issue observed. It appears that the power switch may have been hit and turned the system off inadvertently. The system is operational at this time. No parts were replaced and no parts were returned to the manufacturer for evaluation.

Event description:
A site representative reported that, while setting up for a case, the imaging system unexpectedly shut down. The system was rebooted and functioned normally. There was no patient present when this issue was identified.